Event description:
4 staplers were used in one case, all 4 had an error of force fire. We had black loads and attempted to force fire and still could not. Surgeon made sure they weren't grabbing too much tissue every attempt. One of the staplers had an error saying we had a used load in the jaws, however, the load was unused. Manufacturer response for system, surgical, computer controlled instrument, sureform (per site reporter). Unknown.